Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead exhibited loss of capture due to increased pacing thresholds. The patient had bradycardia but was otherwise asymptomatic to the loss of pacing. The thresholds were temporarily reprogrammed to maximum outputs to restore capture. The following day the physician elected to revise the rv lead. A chest x-ray was obtained that confirmed the lead had not dislodged. Based on the observations the physician suspected a micro-perforation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.